Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod for over 48 hours on the arm. Patient thinks the adhesive "may have come loose" while he was wearing the pod, but he could not smell or feel insulin on his skin. When the pod was removed, it was noted that the cannula appeared bent. As treatment, a new pod was applied and a manual injection of insulin was administered.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in a failure to adhere or high blood glucose levels. A tear was in the exposed cannula. No other defects or deficiencies were found during the investigation.